Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia of blood glucose value 40 mg/dl and reported failed battery alarm, blank display, loss of communication between pump and transmitter. No further details were provided. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours and if the auto mode feature was active at the time of hypoglycemic event. No harm requiring medical intervention was reported. The customer will discontinue to use the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
S/w 5.2a. Retainer ring=black . Case type=ngp. On 05/05/2023 customer called in with the following concern: battery failed, she was having some low, the transmitter would not seem to talk to the pump. Low bgs/over delivery. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Unit also passed sleep and active current measurement test. No failed batt test alarms or blank display noted during testing. Unit was programmed with test transmitter link (link 3). No transmitter anomalies were noted. Pump pair device feature connection is working properly. During download review, pump error 25 alarm was recorded on 04/29/2023, 04/30/2023, 05/01/2023. On 04/01/2023 pump error 63 was recorded file=643 line=496 variable (21). Per software engineering log it was determine that pump error 63 alarm was due to rf chip anomalies. Download also recorded pump error 49, 68 and 23 on 04/29/2023. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) abnormal behavior during download history review as shown in the power management graph. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. It was determined that the ingress of water corroding electronic assembly and battery connectors causing an intermittent electrical short. Unit also received with cracked case (battery tube), cracked battery tube threads, scratched case and cracked keypad at select button. In conclusion, customer allegations for transmitter anomalies, delivery anomalies, failed batt alarms were not confirmed during testing. However, pump error 63, 25 49, 68 and 23 alarms were recorded in download history files due to rf chip anomalies. After visual inspection it was determined that the ingress of water corroding electronic assemblies causing intermittent electrical short. Isolated to electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.